Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that there was a leak between the connection point of the homechoice cassette and the solution bag. Renal therapy services (rts) advised the patient to cycle power off and on to clear the alarm. The patient would complete therapy by manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded; therefore, a device analysis could not be completed. However, a loose connection causing a leak was reported between supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection and leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.